Event description:
It was reported that 3 of the bd smartsite¿ extension set, low sorbing, 0.2-micron filter were kinked. The following information was provided by the initial reporter: it was reported by the customer that the filter tubing was kinked, and it was inspected that the kinked area had a pinched in appearance, was cloudier and seemed much softer/more-flimsy compared to the rest of the tubing on the filter product.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 9616066-2023-01221 is a duplicate of 9616066-2023-01217 this supplemental is to cancel MDR 9616066-2023-01221.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd smartsite¿ extension set, low sorbing, 0.2-micron filter were kinked. The following information was provided by the initial reporter: it was reported by the customer that the filter tubing was kinked, and it was inspected that the kinked area had a pinched in appearance, was cloudier and seemed much softer/more-flimsy compared to the rest of the tubing on the filter product.